Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: h11: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked between clamp and the tubing. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 28 may 2025 and 29 may 2025. H11: the device was received for evaluation. Visual inspection of the returned sample identified that the tubing was dislodged from the blue connector; leakage was confirmed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.